Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a thoracic aortic aneurysm from the aortic arch to the descending thoracic aorta using conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, a right axillo-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/15605390) was inserted from the left common femoral artery, followed by two endoprostheses being successfully deployed. Upon retrieval of the introducer sheath, an access vessel rupture was revealed around the bifurcation of the left iliac artery. It was reported that vessel diameter of the left iliac artery was 7.1mm ¿ 10.2mm. Additionally, some resistance was met while the introducer sheath was being advanced. The left common iliac and external iliac arteries were replaced with a surgical graft to repair the rupture. The patient tolerated the procedure.